Event description:
A report was received that the patient was experiencing worsening pain at the ipg site due to the device that was too deep. The patient underwent an explant procedure. The event was recovering and reported as related to the study surgical procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.